Event description:
A battery/no power issue was reported with the freestyle libre reader. Customer's mother reported the customer was difficult to wake and was exhibiting symptoms of hypoglycemia and experienced a seizure and loss of consciousness. Testing was attempted on the freestyle libre reader but was unsuccessful due to the reader not powering on with button press or test strip insertion. Customer was unable to self-treat and was treated with "chocolate, ranja, and bread with peanut butter" by caregiver. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and fs libre reader and no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.